Event description:
It was reported that none of the buttons are working on the pump and the keypad is worn, but is still intact. The pump reportedly has not been exposed to moisture and the keypad is still intact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.